Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports the light glove has a tear out of the packaging along the handle. The customer noted a visible line in the plastic (like a mold) it will tear exactly along this mold line when putting it over the light adapter.